Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported her insulin pump has some water damage from going near the ocean. It has also been raining. The device shut off and customer cannot get it to turn back on. Customer' blood glucose is 212 mg/dl. Customer stated she can see moisture under the lcd display. The device was not dropped or bumped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.